Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event difficulty to resheath stent.

Event description:
It was reported to boston scientific corporation that the wallflex esophageal stents was to be implanted in esophagus during an eso stricture procedure that performed on (B)(6) 2025. During the procedure, dr. (B)(6) was deploying the stent but said it was very difficult to re sheath to manoeuvre further proximally and it wouldn't re sheath. He decided to pull out completely and used another cook stent. No patient complications were reported. The patient condition was stable.